Event description:
It was reported that during the implant procedure, there was a default regarding the output of the helix. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.